Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was oversensing. The physician performed an invasive procedure due to the oversensing and repaired the lead.